Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 333 mg/dl. Customer stated the pump was exposed to washing machine. The customer stated the pump was accidentally left in her pocket. The customer found unexpected restart alarm, external ram crc error and displayable history alarm in alarm history. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.